Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 24/40 alarm, critical pump error (open book image) alarm or blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had multiple insulin pump error alarm. Customer stated that screen of insulin pump was turned off. Customer also stated that number of alarm occurrences twice. Customer was able to clear the insulin pump errors and power loss alarm. Customer was performed self test and it was passed. The insulin pump will be returned for analysis.